Event description:
The customer stated a pt generates lower hemoglobin results on the cell-dyn 3200 analyzer when specimens are tested in the fragile wbc mode. In 2006, the pt generated an hgb result of 10.1 g/gl when run in normal pt mode and resistant rbc mode, but a result of 8.63 g/dl was obtained when the specimen was run in fragile wbc mode. The customer stated although there were no flags to support runing the sample in fragile mode, the fragile mode result more closely aligned with the hgb value of 9.0 g/dl obtained on the cell-dyn 4000. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.